Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was leak. The customer¿s blood glucose was 194 mg/dl at the time of incident. The customer also state that reservoirs were wasting insulin since the plungers were pulling the rings out and releasing all the insulin out on the plunger. The reservoir will be returned for analysis.